Event description:
On (B)(6) 2009, a bypass procedure was performed in the left leg using 6mm gore propaten vascular graft, from the superficial femoral to posterior tibial artery. On (B)(6) 2009, a failed graft required a thrombolysis and a revision. An angioplasty was also performed for a distal stenosis.